Manufacturer narrative:
Results and conclusion summation - it was reported that restenosis occurred in a vision stent. Restenosis, as noted in the instructions for use (IFU) and product risk assessment, is a known adverse event associated with coronary stenting. This known patient effect is not necessarily an indication of a product quality issue. However, in this case, a conclusive root cause cannot be determined.

Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis requiring medical intervention to prevent permanent impairment/damage. Device issue: none. It was reported that restenosis occurred in a vision stent implant in the rca. The restenosis was treated with a balloon catheter. No additional event or patient information is available.